Event description:
I underwent lasik surgery in 2005. I had been a contact lens wearer since age 13. My initial pre-operative exam did not include a measurement of my tear production. Since lasik surgery, I have been plagued by chronic dry eye. With sign/symptoms of constant red eyes, discomfort, and occasional visual blurriness due to the dryness. I am on restasis, have had punctal plugs, both in the superior and inferior puncta, use gel drops throughout the day, wear protective glasses at all times, and use a night time ointment every night. I currently have "smart plugs" in the inferior puncta. Unfortunately, my smart plug on the right has caused severe inflammation, infection and granuloma formation, which now requires surgery under general anesthesia to remove the plug and place a lacrimal stent that will be removed after six months. It is believed that I had undiagnosed chronic dry eye and should have never been a safe candidate for lasik surgery. The lasik most likely only exacerbated my original dry eye problem. Had I been adequately screened, I would have never undergone the surgery. It is the worst decision of my life, a decision I would have never made if I had been appropriately screened and given the correct medical advice. I feel comfortable saying this, because I am also a physician and take patient screening, diagnosis, appropriate treatment very seriously. I'm afraid other patients are being given a great disservice with a procedure that is being taken too lightly.